Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had a temperature reading of 108 degrees at the elbow and 110 degrees at the base which exceeds the operational temperature specifications (103 degrees). It was also identified that the device had oil residue in the bearings causing the device to exceed the operational specifications. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to cleaning, sterilization, and/or maintenance procedures not followed per the directions for use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an anterior cervical procedure, it was observed that the attachment device was getting hot to the point where the attachment had to be wrapped with a rag to use. There were no delays in the surgical procedure and a spare device was available for use. It was reported that the surgery was completed successfully without further incident. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.